Event description:
It was reported that the patient was very sick and that the deep brain therapy is not working. The pt stated that "something is off with the therapy." Refer to MFR's report: 3004209178200904188.